Manufacturer narrative:
The investigation conducted by field service engineering determined that system error code 20013 was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20013 appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts da vinci in a non-recoverable safe state. The psm was returned to isi for failure analysis investigation. Engineering concluded that an axis potentiometer had malfunctioned, thus generating the system error experienced by the customer. As of may 19, 2010 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci surgical procedure, the customer experienced a non-recoverable system error code 20013. With the assistance of a technical support engineer, the site pressed the silent alarm button; however, it was non responsive. The site then undocked the system, turned off power, and reseated cables. The system was restarted and was homed successfully. Shortly after, system error code 20013 returned. The site pressed the e-stop button and then pressed the fault override button to clear the system error code. At this time, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.